Manufacturer narrative:
As received a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray analysis did not find any anomalies with the exception of procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced repeat syncopal episodes. Upon performing a 24 hour holter, pacemaker stimulation failures were noted. The specialist concluded the pacemaker was dysfunctional. During investigation, the right ventricular lead exhibited undersensing. The pacemaker and lead were explanted. The patient was discharged and stopped presenting the syncope episodes.